Event description:
Event description cpi received information that this implantable cardioverter defibrillator was explanted for elective replacement indicators. There was no allegation against the ICD.